Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant were not reported. A radiology report performed approximately 4 years after the stent graft implant was compared to a prior examination from 1 year ago. The report documented the stent graft remains in place. The renal arteries remain patent above the level of the cuff, and the proximal aortic cuff appears intact without evidence of endoluminal leak. There is very little change in the aneurysm sac size. There appears to be discontinuity at the level of the left iliac limb and extender cuff with focal type 3 endoluminal leak seen posteriorly and superiorly. The distal aspect of the iliac cuffs demonstrated no intraluminal leak with mild aneurysmal dilatation of both common iliac arteries. The right common iliac artery demonstrates maximal transverse measurement of 2.1 cm and 2.2 cm on the left. An aneurx flared iliac limb stent graft was implanted and successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
.